Event description:
It was reported to philips that the device was unable to acquire the arm leads. The device was in use on a patient at the time of the reported issue, however there was no reported adverse event to the patient or user.